Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: 08-sep-2022, part number: 400.836, ti low profile neuro screw self-drilling 6mm, lot number: 1912p60 (non-sterile). One piece was scrapped in cell at op #70, final inspection, for a missing feature. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional, rev h met all inspection acceptance criteria apart from the one piece noted. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 424p645. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 28-sep-2021 was reviewed and determined to be conforming. Lot summary report dated 30-sep-2021 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: for the cranial-scr plusdrive ø1.6 self-drill l4(400.834). The screw head got broken during fixation of the same. This is report 4 of 8 for complaint (B)(4).

Event description:
This is report 4 of 8 for complaint (B)(4).

Event description:
Device report from depuy synthese reports an event in india as follows: it was reported that while tightening screw of lpn/cranioplasty, it became broken. . There was a 10 minute delay and the procedure was successfully completed with other screw used. This complaint involves six (6) device. This report is for one (1) cranial-scr plusdrive ø1.6 self-drill l6. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.